Event description:
New information notes the device was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented in the ER in vt which progressed into vf. The patient was externally defibrillated. The device went into backup vvi mode with therapy disabled. After re-interrogating the device, backup status had changed. However, when capacitor maintenance was performed, an alert was received for possible output circuit damage. No further information is available at this time.

Manufacturer narrative:
The reported field events of a device reset and possible output circuit damage were confirmed in the laboratory. The device was tested on the bench and high voltage output circuit damage was observed. The root cause of the damage was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.